Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 447 mg/dl. Customer stated that the alarm occurred during a bolus. Customer treated with a pen injection. Customer was assisted in performing a 5.0u fixed prime and the insulin did exit. Customer was unable to remove the set at this time to examine the cannula. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. Customer was advised to monitor the issue. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.